Manufacturer narrative:
B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If we will get an investigation report, we will create the final report for the authority. Note: this report is being filed for an item number that is not sold in the united states; however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "over infusion/operating unit." Customer information: as reported, during infusion of norepinephrine that was in 5ml/h flow rate, the equipment changed to 41ml/h without command and in the display appeared the name "glucose." The parameter monitor and the mechanical ventilator of patient start to alarm and only because of this, the nurse verified a deviation volume.